Event description:
It is reported that the device was implanted in 2007. Post-op, four months later, synovectomy surgery was performed where a clunk lesion as well as all gutter and notch synovitis/overgrowth were all excised using full radius resectors. No further impingement was noted. The patient tolerated the procedure well with no complications.

Manufacturer narrative:
Cause cannot be definitively determined. No product or x-rays were returned for evaluation. Device history records indicate device manufactured to specification.